Event description:
We were offered 2 free covid tests, so we accepted. I received those today, and found both boxes of tests were expired 3 full months ago. We were directed to the FDA website to check for product extension. The ones we received, lot #202564, were not listed anywhere. FDA website also says, if they were not extended, and not listed do not use them. This is some serious bs. Is the FDA mailing out millions of useless / expired tests? Just to get rid of them? Unbelievable, yet not, now that I think about it. What are our options at this time, please? Words truly cannot convey how stupid and ridiculous and wrong this situation, is. Ref report: mw5146905.